Event description:
(B)(4).

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14f1207g shows that there is no manufacturing anomaly and no similar complaint. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved arterial luer connector were provided. The pictures cannot allow to conclude on a specific defect. There was no leakage reported during the priming.